Event description:
A 75 year old female patient underwent cardiac procedure on (B)(6) 2022. Intra-op, a forced air warmer was utilized. The patient sustained a 3% bsa(body surface area) burn to her right leg after the device was detached from the warming blanket. Later inspection found that the warming device was blowing significantly hotter air than set temperatures. FDA safety report ID# (B)(4).